Manufacturer narrative:
The incident happened before the exam started, while placing the anesthetized patient on the table from the hospital bed. A nurse who supported the patient during movement unintentionally touched a button of the table side user interface, causing the gantry to move and injuring another nurse who was near the patient head side. The affected nurse was taken to the emergency department and received a plaster cast and a brace (for soft tissue injuries) over the following days. There was no patient impact, and the scheduled exam was finished according to the plan. Ge healthcare investigation concluded that there was no system malfunction and the adverse event was caused by unintended use error. No further action was deemed necessary.

Event description:
The incident happened before the exam started, while placing the anesthetized patient on the table from the hospital bed. A nurse who supported the patient during movement unintentionally touched a button of the table side user interface, causing the gantry to move and injuring another nurse who was near the patient head side. The affected nurse was taken to the emergency department and received a plaster cast and a brace (for soft tissue injuries) over the following days. There was no patient impact, and the scheduled exam was finished according to the plan. Investigation concluded that there was no system malfunction and event was caused unintended use error. No further action was deemed necessary.

Manufacturer narrative:
UDI not required. Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation will be completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
The incident happened before the exam started, while placing the anesthetized patient on the table from the hospital bed. A nurse who supported the patient during movement unintentionally touched a button of the table side user interface, causing the gantry to move and injuring another nurse who was near the patient head side. The affected nurse was taken to the emergency department and received a plaster cast and a brace (for soft tissue injuries) over the following days. There was no patient impact, and the scheduled exam was finished according to the plan.